Event description:
Pump alarm 30 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received guidance from technical support to correctly load a cartridge following proper techniques, and successfully resumed insulin therapy.